Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "numbness in the shoulder, elbow and breast area; breast subsidence; rupture of the capsule of the right implant". The device remains implanted.